Manufacturer narrative:
Device analysis report attached. This report is submitted on july 08, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to extrusion of the electrode out of the skin and an infection (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on august 25, 2022.